Event description:
It was reported that a spectrum pump displayed system error 345 during therapy(medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 345 which was reproduced. System error 345 was confirmed and caused by a failed upstream sensor. The failed upstream sensor was replaced.